Event description:
The user facility reported an 80-year-old female noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that upon the echocardiogram the impella was incorrectly measured. The physician felt the impella was too deep and pulled it back, later the same day the impella came out of the left ventricle. The impella was explanted, and the patient blood pressure was stable. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. Product & data were not returned for review. The root cause of positioning issue was most likely use related.